Event description:
A nurse reported to baxter a leak issue found on the uf flash transfer set during use. The nurse stated that there was leakage around the patient adaptor. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported issue of leak in transfer set was confirmed based on the evaluation of the received sample. Baxter received one used set with cap on spike and no cap on patient connector and a leak was found from a cut approximately - inch from bushing on patient connector.

Manufacturer narrative:
(B)(4). The cause was undetermined.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.